Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Material no.: unknown, batch no.: unknown. It was reported that patients are experiencing significant skin reactions and rashes when using chloraprep. Per email: we need to start a formal report with bd regarding the chloraprep used in one of our care areas. We have patients experiencing significant skin reactions/rashes when using your prep with the 3m tape. We have reported to 3m and now reporting to bd. Can you please start this process on your end?